Event description:
It was reported that this device recorded a code 1003, indicative of battery voltage too low for projected remaining capacity. No serious injury/no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was opened and the battery was replaced with an external power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a compromised ceramic bypass capacitor, causing the reported field observation.

Event description:
It was reported that this device recorded a code 1003, indicative of battery voltage too low for projected remaining capacity. No serious injury/no adverse patient effects were reported. Additional information was received that the device was explanted, and a new device implanted. No adverse patient effects were reported.